Manufacturer narrative:
The customer reported that their central nurse's station (cns) went into a two second communication loss 5 times. No patient harm or injury has been reported. This complaint was created to document the hospital department logs. The hospital will not be providing any additional information. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as the hospital will not be providing any additional information: serial number, concomitant medical products, approximate age of the device. No serial number was provided, so the age of the device is unknown, device manufacturer date.

Event description:
The customer reported that their central nurse's station (cns) went into a two second communication loss 5 times.

Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at (B)(6) health partners reported the following issue: comm loss x 5 for a second or two this was provided to nka technical support (ts) from the hospital's department logs. The incident occurred on (B)(6) 2019 on the cns (pu-681ra sn: not provided). No further information will be provided from the hospital. Service requested: none. Service performed: none. Investigation result : there was a reported incident in which a cns was reported to display "comm loss" for a second or two. The details surrounding the incident were not provided and information on the extent of any troubleshooting is unknown. Further investigation of the issue is limited as the device and/or logs were not retrieved for evaluation, nor was the device serial number provided. Trending of tickets opened at mercy health partners found 14 reported incidences of "comm/communication loss" between 11/07/18 to present. ID created on product ID description: 43974, (B)(6) 2018, 10:20 am, mu-631ra, spontaneous restarts and comm loss. 59594, (B)(6) 2019, 02:01 am, pu-681ra, communication loss on gz telemetry. 61204, (B)(6) 2019, 06:13 pm, pu-681ra, comm loss on all gz's and comm loss on all rns. 63981, (B)(6) 2019, 09:51 pm, a/rns-9703-242, tiles are intermittently showing comm loss. 58093, (B)(6) 2019, 09:31 pm, a/rns-9703-242 5, rns in intermittent comm loss. 60045, (B)(6) 2019, 03:54 am, pu-681ra, comm loss. 60488, (B)(6) 2019, 08:38 am, pu-681ra, comm loss. 62543, (B)(6) 2019, 11:16 pm, pu-681ra, comm loss on all their cns, tele gz. 64272, (B)(6) 2019, 03:42 pm, pu-681ra, communication loss on all teles on .40 "d" segment. 59342, (B)(6) 2019, 05:35 am, gz-130pa gz, devices in comm loss . 59443, (B)(6) 2019, 08:00 am, gz-130pa, comm loss. 59444, (B)(6) 2019, 08:02 am, gz-130pa, comm loss. 65313, (B)(6) 2019, 09:57 pm, pu-681ra gz, tele in comm loss. 67704, (B)(6) /2019, 10:30 am, pu-681ra, intermittant comm loss on all central stations level 6 no further communication loss was reported after 09/06/19. The customer was not willing to provide further information. Based on the information provided, it is not possible to make any determination of the root cause. Investigation conclusion: the customer was not willing to provide further information. Based on the information provided, it is not possible to make any determination of the root cause. Correction: b3. Date of event. The date of event should be (B)(6) 2019. The following fields contain no information (ni), as the hospital will not be providing any additional information: f9: approximate age of the device. No serial number was provided, so the age of the device is unknown. H4: device manufacturer date.

Event description:
The customer reported that their central nurse's station (cns) went into a two second communication loss 5 times.